Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a procedure. Visual inspection of the orvil anvil cutting ring showed no traces of knife impression and the ring was received intact. One of the retainer legs of the orvil anvil was bent. The catheter tubing, attachment suture, and eea instrument were not received. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed anvil damage may occur if the anvil is manipulated with excessive force during the attachment to the instrument, or if the anvil is mishandled during the removal of fitting accessories. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter; "same issue we have been routinely dealing with regarding this product since the rescue suture was added" the gastric pouch was torn due to the additional stress needed to remove the suture which required a stitch to fix.